Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Concomitant medical devices: 305c223 tissue valve implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.